Event description:
An aneurx iliac stent graft was implanted in a pt for the endovascular treatment of a symptomatic, rapidly enlarging infrarenal aortic aneurysm approx 16 months ago. The aortic neck was severly calcified. The distal aorta was narrow and severely calcified, and the iliac arteries were tortuous. The aneurx iliac stent graft limb was implanted most distally, followed proximally by 1 stent graft each from 2 other manufacturers. It was reported that during the index procedure, a proximal type 1 endoleak was observed, which the physician elected to successfully treat with another manufacturer's stent inside the proximal-most (non-medtronic brand) stent graft. Approx 3 weeks post-index procedure, the pt presented with a distal type 1 endoleak, which the physician elected to treat with unk devices and conversion to an aorto-uni-iliac graft and by performing a fem-fem-bypass graft. The following day, the pt presented with a left groin hematoma, and hemorrhaging was identified from a small rupture in the left common iliac artery distal to the left iliac stent graft. The physician elected to extend the left iliac stent graft limb into the external iliac artery with another manufacturer's stent graft, along with intentional occlusion of the left hypogastric artery. Approx 10 months post-index procedure, the pt presented with a new proximal type 1 endoleak and loss of seal, due to proximal migration of the competitor's stent implanted in the proximal-most stent graft. The physician attempted to retract the migrated stent into the proximal-most stent graft; however, because the results were unsuccessful, another stent needed to be deployed within the stent graft to control the endoleak. Extravasation from the left external iliac artery was noted after the removal of the sheath, which was treated with a competitor's extension stent graft. Post-operatively, the pt manifested with metabolic acidosis, and 2 days later, the pt expired from multiple organ failure due to the effects of metabolic acidosis.

Manufacturer narrative:
Results: endoleak, death. Severely calcified aortic neck, narrow and severely calcified aortic neck, narrow and severely calcified distal aorta, tortuous iliac arteries.